Manufacturer narrative:
During inspection and testing, there was no image from the device due to a faulty cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device did not work during preparation for its initial use. There was no harm or user injury reported due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, there was no image from the device. This report is being submitted for the malfunction found during evaluation (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a damaged cable contributed to the imaging issue. However, a specific cause of the damaged cable was not established at this time. Olympus will continue to monitor field performance for this device.